Event description:
It was observed that during the device evaluation, the subject device exhibited plastic distal end cover burnt and insertion tube had residual adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified for the burnt distal end plastic cover. The likely cause could be high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip and a definitive root cause could not be identified for the insertion tube has residual adhesive. The cause of insertion tube with residual adhesive was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.